Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient experienced diaphragmatic stimulation due to the left ventricular lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products : dtba1d4 crtd implanted (B)(6) 2013, 6935m-55 lead implanted (B)(6) 2013.

Event description:
It was reported that during the review of a remote transmission, it was unclear if the left ventricular lead was capturing when looking at the electrogram. It was noted the patient experiences stimulation if the output is programmed too high so the left ventricular capture management feature had been programmed with an output that is below the stimulation output and also below the capture threshold. The lead remains in use. No patient complications have been reported as a result of this event.